Event description:
The customer reported that he was "running high bgs" and had removed and replaced the pod. His high bg levels persisted after the new pod was applied. During the event, his high bg levels ranged from 266-344 mg/dl; he indicated that he had bloused during this time, but was unsure of exactly when or how much. The suspect pod was removed and replaced and will be returned for evaluation.

Manufacturer narrative:
The investigation of the returned pod found evidence of an internal fluid leak. Discoloration was seen inside the device and residual fluid and corrosion was found on the surfaces of internal assemblies. A leak test was performed, which confirmed the presence of a leak in the fluid path caused by a tear in the cannula tubing. The leak would have resulted in insulin coming into contact with internal components and assemblies, ultimately causing the device to fail. A pod malfunction, therefore, is confirmed to have been a contributing factor to the customer's high bg levels.